Event description:
It was reported that the user received repeated alerts and loss of displayed glucose after restarts, and experienced an ¿unable to proceed¿ alert when attempting a cartridge fill with 13 units remaining, consistent with a mechanical problem and consecutive motor stall alarms; a full supply change with a 23" infusion set was then completed without further alerts, and glucose display returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified in association with motor stall behavior during fill, which resolved after complete supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.